Event description:
Customer reported hemolysis during a red blood cell exchange (rbcx) procedure. Per the customer the plasma was a blush color and the physician didn't know the reason for the plasma discoloration. The procedure was restarted on another device and disposable set and the plasma wasn't the same color; it was a yellow not red and no alarms occured. Patient ID, age, and outcome are unknown at this time. Patient gender and weight were obtained from the run data file (rdf). The customer did not respond to multiple requests for additional information the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and associated aim images does not show a clear root cause for the reported appearance of red tinged plasma. The alarm ¿aim system saw red blood cells near top of connector¿ was raised seven times this procedure. The first occurrence happened at two minutes into the procedure. This alarm is raised when the aim system detects the top of the channel connector is dark and suspects this may be red blood cells near the top of the connector with the risk of cell spill over. This alarm is most caused if the hct entered for replacement fluid, or the patient hct entered were not correct. In response to this alarm the operator should ensure the accuracy of the information input to the device for replacement fluid and patient data. In this case the operator modified the current patient hct (%), first increasing it to 33%, then decreasing to 26%, then increasing back to 31% before ending the procedure. When modifying this field, it is recommended that the pumps are paused and the patient¿s current hct is measured following your standard operating procedure then entering the patient hct. However, if unable to measure the patient¿s hct, it is recommended to increase the hct by 3%. By doing this, the system will modify the plasma pump flow rate as appropriate and control the cell interface level. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not control the interface position. Review of the aim images do not show a clear cell separation in the channel connector at the start of the procedure. The cell interface had risen to the middle of the channel by roughly 40 min and remained at this height for some time. During rbcx, the cell interface should remain near to the bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. From analysis of the run data files, no clear root cause can be determined. Signals from the file and aim images show the appropriate alarms were raised and the procedure performed as intended. No issues with the device was found. A disposable complaint history search was not performed as the customer did not provide the lot number. The customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: during follow-up with the customer, they indicated that the machine had preventative maintenance since the incident and there were no issues found with the machine the run data file (rdf) was analyzed for this event. Review of the run data file and associated aim images does not show a clear root cause for the reported appearance of red tinged plasma. The alarm ¿aim system saw red blood cells near top of connector¿ was raised seven times this procedure. The first occurrence happened at two minutes into the procedure. This alarm is raised when the aim system detects the top of the channel connector is dark and suspects this may be red blood cells near the top of the connector with the risk of cell spill over. This alarm is most caused if the hct entered for replacement fluid, or the patient hct entered were not correct. In response to this alarm the operator should ensure the accuracy of the information input to the device for replacement fluid and patient data. In this case the operator modified the current patient hct (%), first increasing it to 33%, then decreasing to 26%, then increasing back to 31% before ending the procedure. When modifying this field, it is recommended that the pumps are paused and the patient¿s current hct is measured following your standard operating procedure then entering the patient hct. However, if unable to measure the patient¿s hct, it is recommended to increase the hct by 3%. By doing this, the system will modify the plasma pump flow rate as appropriate and control the cell interface level. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not control the interface position. Review of the aim images do not show a clear cell separation in the channel connector at the start of the procedure. The cell interface had risen to the middle of the channel by roughly 40 min and remained at this height for some time. During rbcx, the cell interface should remain near to the bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. From analysis of the run data files, no clear root cause can be determined. Signals from the file and aim images show the appropriate alarms were raised and the procedure performed as intended. No issues with the device was found. A disposable complaint history search was not performed as the customer did not provide the lot number. The customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for this complaint. Review of the run data file and associated aim images does not show a clear root cause for the reported appearance of red tinged plasma. The alarm ¿aim system saw red blood cells near top of connector¿ was raised seven times this procedure. The first occurrence happened at two minutes into the procedure. This alarm is raised when the aim system detects the top of the channel connector is dark and suspects this may be red blood cells near the top of the connector with the risk of cell spill over. This alarm is most caused if the hct entered for replacement fluid, or the patient hct entered were not correct. In response to this alarm the operator should ensure the accuracy of the information input to the device for replacement fluid and patient data. In this case the operator modified the current patient hct (%), first increasing it to 33%, then decreasing to 26%, then increasing back to 31% before ending the procedure. When modifying this field, it is recommended that the pumps are paused and the patient¿s current hct is measured following your standard operating procedure then entering the patient hct. However, if unable to measure the patient¿s hct, it is recommended to increase the hct by 3%. By doing this, the system will modify the plasma pump flow rate as appropriate and control the cell interface level. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not control the interface position. Review of the aim images do not show a clear cell separation in the channel connector at the start of the procedure. The cell interface had risen to the middle of the channel by roughly 40 min and remained at this height for some time. During rbcx, the cell interface should remain near to the bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. From analysis of the run data files, no clear root cause can be determined. Signals from the file and aim images show the appropriate alarms were raised and the procedure performed as intended. No issues with the device was found and the system remains safe to use. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. * return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. Inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported hemolysis during a red blood cell exchange (rbcx) procedure. Per the customer the plasma was a blush color and the physician didn't know the reason for the plasma discoloration. The procedure was restarted on another device and disposable set and the plasma wasn't the same color; it was a yellow not red and no alarms occurred. Per the customer the fluids hanging were correct. Patient ID, age, and outcome are unknown at this time. Patient gender and weight were obtained from the run data file (rdf). The customer did not respond to multiple requests for additional information the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported hemolysis during a red blood cell exchange (rbcx) procedure. Per the customer the plasma was a blush color and the physician didn't know the reason for the plasma discoloration. The procedure was restarted on another device and and disposable set and the plasma wasn't the same color; it was a yellow not red. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.3, a.4, b.5, b.6, h.6 and h.11 and a correction in d.2b. Lot number, manufacture and expiry date are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and associated aim images does not show a clear root cause for the reported appearance of red tinged plasma. The alarm ¿aim system saw red blood cells near top of connector¿ was raised seven times this procedure. The first occurrence happened at two minutes into the procedure. This alarm is raised when the aim system detects the top of the channel connector is dark and suspects this may be red blood cells near the top of the connector with the risk of cell spill over. This alarm is most caused if the hct entered for replacement fluid, or the patient hct entered were not correct. In response to this alarm the operator should ensure the accuracy of the information input to the device for replacement fluid and patient data. In this case the operator modified the current patient hct (%), first increasing it to 33%, then decreasing to 26%, then increasing back to 31% before ending the procedure. When modifying this field, it is recommended that the pumps are paused and the patient¿s current hct is measured following your standard operating procedure then entering the patient hct. However, if unable to measure the patient¿s hct, it is recommended to increase the hct by 3%. By doing this, the system will modify the plasma pump flow rate as appropriate and control the cell interface level. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not control the interface position. Review of the aim images do not show a clear cell separation in the channel connector at the start of the procedure. The cell interface had risen to the middle of the channel by roughly 40 min and remained at this height for some time. During rbcx, the cell interface should remain near to the bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. From analysis of the run data files, no clear root cause can be determined. Signals from the file and aim images show the appropriate alarms were raised and the procedure performed as intended. No issues with the device was found and the system remains safe to use. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported hemolysis during a red blood cell exchange (rbcx) procedure. Per the customer the plasma was a blush color and the physician didn't know the reason for the plasma discoloration. The procedure was restarted on another device and disposable set and the plasma wasn't the same color; it was a yellow not red and no alarms occured. Patient ID, age, and outcome are unknown at this time. Patient gender and weight were obtained from the run data file (rdf) the collection set is not available for return because it was discarded by the customer.